Event description:
The hcp reports a patient experiencing nausea and vomitting two to four days post implant. The patient developed a csf leak from the lumbosacral wound and returned to surgery for drainage of csf collection in the subcutaneous tissue. The patient was then re-sutured. Abdominal binder was applied to be worn throughout the day and night. The drug used in the pump is baclofen 500 ug/ml at a dose of 0.09993 mg/day. The patient recovered without sequela.